Event description:
The motor device reportedly had a cut in the cord, exposing the wires. The date of event is unknown. This device was not being used in surgery. There was no patient involvement. No injury, medical intervention or delay to a procedure was reported. It was unknown if a spare device was available. No additional information was provided.

Manufacturer narrative:
The initial report indicated that the wires were exposed. Upon further review of the complaint information, there was no allegation of exposed wires by the customer. Also, the date of the event was provided in the initial report. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which found a cut in the hose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to mis-handling. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.